Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: deflation and capsular contracture baker grade iii. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, a crease fold, white particles, wear abrasion, missing. Leak test was performed and found opening on the posterior. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool on the posterior side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is: a striated edge broken on posterior side due to surgical damage.

Event description:
Healthcare professional reported a left side deflation and capsular contracture, baker grade iii. Device has been explanted.